Event description:
Information received indicates the band appeared broken at the center or mid-point of the product, as noted on x-ray. The surgeon replaced the device with a valve with no additional pt consequence reported.